Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03835 pertains to the first speedband superview super 7 device, and manufacturer report # 3005099803-2017-03836 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the stomach during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands got twisted together and failed to deploy. The same issue occurred with the second speedband device. There were no difficulty in setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found five bands present with one band broken and was caught under the other bands. Some of the bands were moved out of their position and another one was caught under other bands. It was noticed that the ligator head teeth were bent and the proximal section of the trip wire was bent. The suture was intact and attached to the trip wire loop, but was completely detached from the ligator head. The trip wire was completely rolled in the handle and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was bent and the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. Based on the information available and the analysis performed, the most probable cause for the complaint event is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03835 pertains to the first speedband superview super 7 device, and manufacturer report # 3005099803-2017-03836 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the stomach during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands got twisted together and failed to deploy. The same issue occurred with the second speedband device. There were no difficulty in setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.